Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped which resulted to inadequate stimulation. It was also noted that the patient was experiencing communication errors and difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the medical facility.